Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient while in the cath lab during insertion. The m.d. Attempted to insert the intra-aortic balloon (iab) through the teflon sheath via femoral artery when difficulty was met. The m.d. Was unable to insert the iab (the user did not remove the one-way valve) and the iab was pulled negative according to the instructions for use (IFU). As a result, the iab and teflon sheath were removed successfully. A new kit was opened. There was no report of patient complications or injury. No medical/surgical intervention was required. There was an approximate 10 minute delay or interruption in therapy with no harm to the patient noted. The patient outcome is the patient was still alive at this time. Reference MDR number 1219856-2013-00220 for the second event with the same patient.